Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a patient for the endovascular treatment of a 41 mm thoracic aneurysm. It was reported that approximately 10 days post index procedure, during follow-up, CT imaging revealed retrograde type a aortic dissection. The event was treated on the following day, by cutting and suturing the top stent part of the valiant navion vnmf3737c174tj device. As per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient will be monitored.